Manufacturer narrative:
Related MFR numbers # 2916596-2023-06815 and #2916596-2023-06816. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a driveline drainage and was admitted on (B)(6) 2023. Abdomen/pelvis computed tomography was unremarkable. Driveline culture was positive for methicillin-resistant staphylococcus aureus. Peripherally inserted central catheter line (PICC) was placed with plan to continue vancomycin through (B)(6) 2023 as an outpatient. Patient was discharged in stable condition on (B)(6) 2023. Patient was readmitted from clinic on (B)(6) 2023 due to suspected infection and noncompliance with antibiotics. Patient remained admitted and was stable. The patient was unable to continue on intravenous antibiotics due to multiple instances of pulling their PICC line out at home. The patient was discharged home last friday and continued on doxycycline and ciprofloxacin by mouth. Device was operating as expected and was without malfunction.

Event description:
It was reported that the driveline site infections may have been related to the nurseassist saline/sterile water recall that the patient used as part of their regular dressing changes.

Manufacturer narrative:
Acelis notified abbott of recall reference #: (B)(4), recall code: re167655 regarding the contaminated sterile saline solution.